Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states that there is a hair line crack at the connector -without external force. Implantation on (B)(6) 2013. Treatment of product with octemisept. The product tested prior to use.